Event description:
Event description guidant received information that this left ventricular lead, during an attempted implant, had an impedance greater than 4000 ohms. The lead would not stimulate the heart even at 10 volts. The physician used another lead of the same model successfully. The unused lead has been returned for analysis.